Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a high blood glucose level and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 340 mg/dl, which was being treated with the insulin pump. Blood glucose level at the time of the call was 343 mg/dl. Later in the call, customer's blood glucose level was over 400 mg/dl. The caller declined to complete troubleshooting and was instructed to perform a set change. The insulin pump was not replaced or returned for analysis.